Manufacturer narrative:
E1 - phone number: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found electrical connector was corroded and caused the poor image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope displayed a faulty image with interference lines and broken fibers. The issue occurred during preparation for use. There were no reports of patient harm.